Manufacturer narrative:
(B)(4), date sent: 2/10/2022, d4: batch # v94e72. H2: additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a the cap separated from the universal seal inside a plastic bag. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Please see device analysis below as device was received for analysis. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined the 2b12lt device was returned with the universal seal component disassembled and was observed to not be properly welded. No functional test was performed due to the returned condition of the device. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information received: photo image was received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. No lot or batch number was provided therefore a device history review could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown surgery, the sleeve fell off after opened the packaging. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.